Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that a compromised force sensor system alarm occurred during a prime. The customer also reported changing the reservoir every two weeks. The customer reported replacing the battery, but the alarm persisted. Customer's blood glucose was 140 mg/dl. The customer was advised to revert to a back-up plan. The insulin pump will not be returned for analysis.